Event description:
The device was returned as a rental end, no longer needed. There were no alleged problems. The service record was not classified as a complaint when originally recieved. It was discovered during the repair eval that the unit failed the raas test due to no output from the bnc connector which connects to the remote alarm. The raas board and alarm battery were replaced to correct the problem. This malfunction was identified during an audit of service records transferred from another plant. The responsibility of this product has since changed to this mfg location and based on the current review process, this event would have been reported. There was no associated death or serious injury.